Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the monopolar energy was intermittently working. The procedure was reportedly being completed as planned with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (m-02-5 error on start and monopolar 1 instrument not recognized) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.